Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he was not feeling stim last night, so he increased stim. Patient stated when he increased it, he felt minor stimulation. Then the next 12 hours later, he felt a shock which was on the pain scale of 5 or 6. He felt shock at groin right above sacrum, same place he felt stim. It was indicated that he fell down and sat real hard close to two months ago. It was also reported that she was getting low battery sign for patient programmer (pp). He changed batteries and issues were resolved. It was noticed that he was on program 3 at 1.7v and stim was on.